Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while in the first week of ilet pump use after a missed meal announcement led to an extended hyperglycemic period that triggered automated correction boluses, followed by a downward glucose trend and a low. Symptoms included none reported. Outcomes included recovery with self-treatment and no need for outside assistance or medical intervention. Investigation included review of device-reported behavior, user-reported history, and troubleshooting and education focused on meal announcements and low-glucose management. Investigation of this case revealed that the precipitating factor was a missed meal announcement, with the device delivering correction boluses as designed and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with missed meal announcement, with appropriate device performance.